Event description:
It was reported that during testing conducted at the user facility by a manufacturer sales representative, the irrigation was seizing up. A lack of irrigation in the device is known to cause overheating. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.